Manufacturer narrative:
(B)(4). A review of the complaint device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. (B)(4) one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso (B)(4). The test result indicated a value well within product specifications. (B)(4) no conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.

Event description:
During a surgery performed on (B)(6) 2015, the graft was reported to bleed for more than 10 minutes. No additionnal information could be obtained at the date of this report.

Manufacturer narrative:
The complaint device has been sent to an outside laboratory for macroscopic and scanning electron microscopy (sem) evaluation. The sem analysis showed no significant textile abnormality such as tear, hole, filament rupture or sectioning, loss of the textile cohesion, neither macroscopically nor ultrastructurally. The presence of collagen coating was confirmed. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.